Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. A syringe needle change was performed to address the issue. Additionally, it was reported that a minimum fill notification occurred after filling a cartridge with "just under" 100 units of insulin. Customer added insulin to the cartridge and loaded it successfully. Customer also reported that a cartridge change error occurred during the load process. Reportedly, customer loaded a new cartridge to resolve the issue and resume insulin therapy. Customer's blood glucose level was 235 mg/dl.